Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was hospitalized due to high blood glucose level on (B)(6) 2019 with blood glucose over 500 mg/dl. Customer had blood glucose level in the range of 250 to 300 mg/dl. Customer stated that the insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.